Event description:
It was reported that the inner tubing for the device machine may have been damaged or cracked and blood then leaked into the fluid on the outside of it, that runs into the machine to get it warm. The fluid and the machine were not sterile. About 150 cc was missing from the pump so they believed that it went into the patient thereby making a huge infection risk. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
E1 initial reporter address unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.